Event description:
Placed 5/7/97 for antibiotics. Attempted to access on 5/20/97 but was unsuccessful. Flushed port w/heparin & it hurt the pt. No swelling noted. When the needle was withdrawn, heparin came out of the skin.